Event description:
Biomed from a user facility reported a ventilator that is displaying inaccurate fio2 values (at 100%, was getting 42% on his calibrated analyzer. The issue was initially discovered while the unit was on a pt. According to the biomed, the unit alarmed and the respiratory therapist attempted to set it, however it would not display the correct fio2 reading. There was no harm to the pt. Carefusion technical support recommended that they try recalibrating the unit, however the user facility indicated that they preferred to change out the gas delivery engine.

Manufacturer narrative:
Carefusion technical support placed an order for a replacement gas delivery engine. A returned goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for evaluation. As of june 15, 2015 carefusion has not received the alleged faulty gas delivery engine.

Manufacturer narrative:
Results of investigation: the gas delivery engine (gde) was returned to carefusion¿s failure analysis laboratory and an investigation was performed. This suspect component was visually inspected and no anomalies were identified. The component was installed into the avea test station, set to user mode and cycled properly. A known good o2 sensor was installed and calibrated correctly. The blending accuracy and fio2 tests passed and the regulator/relay calibrations were within specifications. The reported malfunction was unable to be duplicated. As a precaution, the o2 blender was removed and a new blender installed.